Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they are having issues with their controller staying powered on. Pt stated they think the controller needs a new battery pack. Patient stated they charged the controller the night before last night and when they went to plug the recharger into the controller, the controller was shut off and would not turn back on unless they loosened the back and plugged the controller into the ac power supply. Patient noted they had to take the battery pack out of the controller to get it to turn on. Patient did not have the controller with them at the time of the call. Patient will call back when they have the equipment with them for further troubleshooting. Patient mentioned that for the last 3-4-5 nights it has been showing that the stimulator is down to 40% and that usually only happens if they don't charge it every night. Pt will continue to monitor that issue going forward. The patient was redirected to their healthcare provider to further address the issue if needed. Additional information was received from a patient regarding an external device. The reason for call was patient reported they were getting the settings not available message on their controller. Patient stated they were not able to check their position or recharge due to both options being grayed out. Patient mentioned that the stimulation was not working and they first got the error message last night. Patient noted that they called their doctors office and requested an appointment be set up with an mdt rep. During the call, patient reset the controller and confirmed the message appeared once the controller was unlocked. Patient switched groups and confirmed they were able to adjust their intensity but that check position and recharge were still grayed out. Patient noted that they could feel the stimulation working again and could feel it down th eir leg. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.